Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have the proximal clevis dislodged and scratched. The dislodged proximal clevis was attached to the tube extension. Additional related observations: the instrument was found to have a broken tube extension at the orange plastic section. Detached fragment was observed. Measuring roughly 5.60mm x 1.00mm in size. The broken piece was not returned. Thermal damage was not observed. The complaint was confirmed by failure analysis the probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument had buckled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reporter stated no fragments fell into the patient because the damage/issue occurred outside the patient. There was no report of fragments falling from the device while used within the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.